Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022.

Event description:
It was reported that the deep brain stimulation (dbs) patient had high impedance readings on the lead extension. Therefore, the patient underwent a revision procedure during which the lead extension was explanted and replaced. A company representative was not present for this procedure. No further information was able to be obtained despite good faith efforts.